Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer resumed insulin and troubleshooting was not performed. Reportedly, the customer's blood glucose level was impacted (500 mg/dl).

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental form will be submitted.